Manufacturer narrative:
The device was scrapped by stryker.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility, foreign material was found in the sterile packaging of the product. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility foreign material was found in the sterile packaging of the product. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.